Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a new cartridge. Reportedly, the cartridge was filled with 225 units. The customers' blood glucose level was 355 mg/dl,, and was addressed with a pump bolus. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.